Event description:
An endurant ii stent graft etlw1610c199ee (B)(6) was intended to be implanted to treat a type ib endoleak in an existing non-medtronic stent graft. It was reported during the index procedure when attempting to advance etlw1610c199ee to the flow divider of the existing stent that was already in place, by turning the blue handle counterclockwise, the nose of the prosthesis advanced upwards, but the prosthesis was not removed and the graft was unable to be deployed. A new stent graft was implanted successfully during the procedure. No patient complications were reported. The cause was undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.